Manufacturer narrative:
Detailed product, patient, and initial reporter information was not provided to bsc. A good faith effort to obtain this information could not be completed due to the limited information available. Because the product is unknown at this time, we are unable to provide the complete unique (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this lead exhibited t-wave oversensing and a pacing anomaly. This lead remains in service. No adverse patient effects were reported.